Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue. Guide catheter: radiguide 6f bl3.5. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the moderately tortuous, moderately calcified 90% stenosed distal left anterior descending (lad) coronary artery. A 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance to the lesion and on the second inflation to 12 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance and replaced with a non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.